Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2009. According to the complainant, during a subsequent ercp procedure, the physician noticed that the stent had migrated up into the common bile duct. It was also reported that the stent appeared damaged on the distal end, with possible broken struts. The physician attempted to remove the stent, which inverted on itself. The physician was able to successfully remove the stent and determined that another stent was unnecessary. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4). (Medical intervention required)the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.